Event description:
A conference submission by l. Zhou, m p delcourt, jm pawlotsky, and d candotti, ¿unusual complex hepatitis b surface protein variant in a blood donor leading to false-negative reactivity with a chemiluminescent microparticle immunoassay¿, isbtabs25-1023, documented false nonreactive prism hbsag results for a blood donor. The conference submission and presentation noted a 63 year old male blood donor that was unvaccinated for hbv who had a positive viral load of 16 iu/ml and tested nonreactive with the architect hbsag and prism hbsag in 2017. Additional testing with enzymatic immunoassays (eia) generated reactive results. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
A conference submission by (B)(6), ¿unusual complex hepatitis b surface protein variant in a blood donor leading to false-negative reactivity with a chemiluminescent microparticle immunoassay¿, isbtabs25-1023, documented false nonreactive prism hbsag results for a blood donor. The conference submission and presentation noted a 63-year-old male blood donor that was unvaccinated for hbv who had a positive viral load of 16 iu/ml and tested nonreactive with the architect hbsag and prism hbsag in 2017. Additional testing with enzymatic immunoassays (eia) generated reactive results. No impact to patient management was reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. A review of tracking and trending did not identify an increase in complaint activity for the complaint issue. Device history record review did not identify any potential nonconformances, nonconformance, or deviations related to the prism hbsag assay. File kit testing was not performed, as the lot numbers in use were not provided and the prism platform has been retired. A review of labeling concluded that the issue is sufficiently addressed. Per the conference submission information, a donor sample was nonreactive with both prism and architect assays and dna positive and eia reactive. The sample was sequenced identifying mutations, and further studies were performed in attempt to isolate which specific mutations or combinations of mutations caused the false nonreactive results. The authors note the presence of 14 mutations in the hbsag antigenic region (positions s101-s171). One of these mutations, t123i, occurred in a location known to reduce sensitivity of abbott hbsag assays. Mutations at position 123 are rare and occur most commonly in patients with occult b infection (obi). Obi is characterized by the presence of hbv dna (generally at low levels below 100 iu/ml) without detection of hbsag. While rare, previous reports of obi containing the t123i mutant have been reported. The patient reported at the isbt conference fits the definition of an obi, based on the low level of hbv dna (16 iu/ml), lack of hbsag detection, and mutation profile consistent with known obi infections. The isbt authors investigated the impact of single (h101q and p120q) double (f134s/p135h) and triple (i109m/p110s/g111n) mutations and found them to all be reactive with hbsag determine and alinity I assays. Lastly, the authors also combined the following (h101q/i109m/p110s/g111n, i109m/p110s/g111n/p120q, and i109m/p110s/g111n/f134s/p135h) mutations and stated that each of these combinations ¿did not affect reactivity in all the serological assays used¿. Based on this information, most likely the false nonreactivity in this patient was the t123i mutation. Based on our investigation, no systemic issue or deficiency with the prism hbsag assay was identified.